Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that during check port function blood leaking from needle base. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking needle housing is confirmed and was determined to be supplier related. One 20 ga x 0.75 in. Safestep infusion set was returned for evaluation. An initial visual observation of the returned infusion set revealed use residues throughout the device. A functional test of attempting to infuse water into the infusion set using a 12 ml syringe revealed a leak at the needle housing. A microscopic observation of the needle housing of the returned infusion set revealed missing adhesive inside the needle housing. Using a uv light, it was observed that adhesive was missing around the needle shaft. This was determined to be caused during the manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.